Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a proximal right coronary artery (rca), a heavily calcified left main artery (lm), a proximal circumflex artery (lcx) and obtuse marginal artery (om). Three to five treatments were performed on the lm and proximal to the om1. Then ten treatments in an antegrade direction were performed, followed by an additional five to six antegrade and retrograde treatments. Lastly, four high speed treatments were performed on the lm and proximal cx. All treatments were deemed successful. After the treatments, it was observed the oad driveshaft distal to the oad crown fractured. The length of the fractured component was 6.5mm. A non-abbott guide catheter was placed into the proximal cx and three guidewires were used with a spaghetti technique to successfully retrieve the fractured component. One drug-eluting stent was placed in the rca and two drug-eluting stents were placed in the lm/proximal cx/om1. There were no patient complications as a result of the event. The patient was in stable condition.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection, functional testing and detailed analysis were performed on the returned device. The reported material separation is confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported material separation appears to be related to user error. Detailed analysis of the driveshaft fracture revealed evidence of fatigue failure indicating that the fracture occurred while spinning in an elevated stress environment. Engineering review of the device data log showed 12.03 minutes of normal spin time and an additional 2.8 minutes of glideassist spin time. The diamondback 360 coronary orbital atherectomy system instructions for use (IFU), warns: "maximum total treatment time should not exceed 5 minutes. If maximum total treatment time exceeds 5 minutes, the oad shaft, crown, and viperwire guide wire may begin to exhibit signs of wear and result in a device malfunction and possible injury to patient. A team member should track run time during use to verify total run time is not exceeded." In this case, it is possible that the IFU violation contributed to the reported driveshaft fracture. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A3b: correction: h6: update - codes 4755, 4118, 3233, and 11 no longer apply.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a proximal right coronary artery (rca), a heavily calcified left main artery (lm), a proximal circumflex artery (lcx) and obtuse marginal artery (om). Three to five treatments were performed on the lm and proximal to the om1. Then ten treatments in an antegrade direction were performed, followed by an additional five to six antegrade and retrograde treatments. Lastly, four high speed treatments were performed on the lm and proximal cx. All treatments were deemed successful. After the treatments, it was observed the oad driveshaft distal to the oad crown fractured. The length of the fractured component was 6.5mm. A non-abbott guide catheter was placed into the proximal cx and three guidewires were used with a spaghetti technique to successfully retrieve the fractured component. One drug-eluting stent was placed in the rca and two drug-eluting stents were placed in the lm/proximal cx/om1. There were no patient complications as a result of the event. The patient was in stable condition.